Manufacturer narrative:
(B)(4). Batch # t5er0k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic unknown procedure, the jaws would not open when used at the rectum. They were opened forcibly after the device was removed from the patient but after that, the device did not work. There was no leakage or bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.